Manufacturer narrative:
(B)(4). Visual inspection was performed to 1 piece from product code s-1100-08lf (pe sahara dry suct/dry seal lf 6/cs) received as part of this complaint. Sample is received unsealed with it label and insert, during visual inspection it was observed in one edge of header bag a section with tears that enter to the inner blue packaging. An attempt to duplicate damage in header bag was made but without satisfactory, complete process revision was performed, it was not identified any process were could originate of the tear in header bag reported. The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Nc was issued for a non-related issue with this customer complaint. The involved component is p/n tfx-000633 with batch number e0043611 from supplier steripack us llc (vendor # 802376). No quality reports were found during incoming inspection, see attached record. The final release technician was contacted in order to investigate if damage reports have been notified from the dc or sterilizer, no damage reports was reported to lot number. Other remarks: the device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Nc was issued for a non-related issue with this customer complaint. The involved component is p/n tfx-000633 with batch number e0043611 from supplier steripack us llc (vendor # 802376). No quality reports were found during incoming inspection. The final release technician was contacted in order to investigate if damage reports have been notified from the dc or sterilizer, no damage reports was reported to lot number. The DHR reviewed showed that there were no issues related to the reported failure mode neither on the product nor its components during the manufacture of this material. Although the condition reported is observed based on sample provided, there is no sufficient evidence to assure this issue was originated during the manufacturing process. Complete process revision was performed, it was not identified any process were could originate of the tear in header bag reported. No quality reports were found during incoming inspection of header bag. The final release technician was contacted in order to investigate if damage reports have been notified from the dc or sterilizer, no damage reports was reported to lot number. The root cause for the condition reported could not be identified. Nuevo laredo facility will continue to track and trend this failure mode.

Event description:
The issue reported was that the inner blue sterile packaging had a hole in the corner which prevented it from being introduced into the sterile field.

Manufacturer narrative:
(B)(4). The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The issue reported was that the inner blue sterile packaging had a hole in the corner which prevented it from being introduced into the sterile field.